Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, the lens was not well positioned. One haptic was out of the bag and the optic was not in the plane of the capsular bag. The lens was repositioned and the pt is reported to be doing well. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested.